Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 161,063 joules of use and 27:43 minutes while using the surgical fiber during a prostate procedure, the fiber broke and the beam was no longer shooting the right direction. The fiber was replaced and the procedure was completed using a second fiber for 134,908 joules of use and 16:30 minutes; the second fiber used was also reported to be faulty. There was "no injury to patient" reported. This report is for the first surgical fiber used.